Event description:
A nine year olf female with congentital heart block who had multiple pacer replacements secondary to battery life end points. Pt presented for replacement of pacemaker due to episodes of bradycardia.